Event description:
It was reported that a cartridge alarm occurred during insulin delivery. At the time of the call, customer did not provide an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.